Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. The patient was stable and replacement plans were being discussed. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. The patient was stable and replacement plans were being discussed. The pacemaker remains in service and no adverse patient effects were reported. Additionally, no report of device replacement was received; however, the device was recently returned for analysis.